Event description:
It was reported that, "pt had poor flexion, femur was revised with poly swap." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted approximately 18 months ago.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the pt and was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.